Manufacturer narrative:
Date sent to the FDA: 04/13/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50353isp mfg date: 10/22/2009, exp date: 10/31/2014. Batch j1011227 mfg date: unknown, exp date: unknown. In addition, a review of the batch manufacturing records for the possible batch number 50353isp was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-00431. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50353isp, mfg date: 10/22/2009, exp date: 10/31/2014. Batch j1011227, mfg date: 08/01/2010, exp date: 08/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an esophagectomy surgical procedure on (B)(6) 2011. A reservoir was used. After placement , it was found the that reservoir would not inflate and suction. The surgeon exchanged the reservoir for another product which worked normally. There were no adverse patient consequences.